Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to atrophy. All components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of tissue damage was not confirmed via product analysis. The cuff and balloon components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the components. The balloon was not functionally tested because the product specifications were unknown and further functional testing did not deem necessary. The pump component was visually inspected, microscopically examined, and tested for leaks. Wear was identified on the pump kink resistant tubing (krt). However, this damage would not affect the functionality of the pump component. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to atrophy. All components were explanted and replaced.